Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported that several months after having an apogee implanted on (B)(6) 2008, to treat for pelvic organ prolapse (pop) and third degree cystocele following a hysterectomy, the pt experienced bladder inflammation and infections. Additional information indicates that the mesh had eroded into her vaginal wall and was causing "a lot of vaginal and pelvic pain." On (B)(6) 2012, a second surgery was done to remove just part of the mesh since some could not be removed because it was "eroded into the vaginal wall it could not be separated." One year after the second surgery, the pt continued to have symptoms "on a daily basis," including pelvic pain and cramps, vaginal pain, discharge, bladder infections, and "no or painful intercourse." The pt also reported mesh erosion "poking through the vaginal wall," and she has "a lot of vaginal scarring." Additional surgery may be needed. Related to MFR report #: 2183959-2013-00492.